Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 3 devices were evaluated in the field and the issue was confirmed; 1 device had a broken/damaged component, 1 device had corrosion, and 1 device had alignment issues. The devices were repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the device had phantom motion. There was one event with patient involvement; no adverse consequences were reported.